Event description:
Patient revised in 2007 with considerable bone loss due to massive poly wear? Causing bony lysis. Possible periprosthetic fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.